Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, video connectors are broken and cannot be connected likely occurred due to faulty video connector latch. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the part where the scope plugs in to the video system was busted and was not allowing the scope to plug in. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Inspection found worn out connector video connector latch causing poor connection with pigtails. Other issues found were: browning on both lamps, the battery was dead and not holding settings and there was minor corrosion on the bottom chassis. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.